Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed pulmonary edema. The pulmonary edema was confirmed via x-ray. Medication changes were made and the event was resolved.

Event description:
New information received indicates that the patient was better and discharged after the event.